Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to stiffness. The surgeon determined that the femoral component was oversized when it was initially implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: persona tm tibial component, item # 42530006701, lot # 62515867. Persona uc articular surface, item # 42511200410, lot # 62747295. Nexgen tm standard primary patella, item # 00587806532, lot # 62726296.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Reported event was confirmed after review of patient medical records. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause of the event was determined to be user error, as the femoral component initially implanted was not the correct size for the patient, leading to stiffness and pain post-implantation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to stiffness. The surgeon determined that the femoral component was oversized when it was initially implanted. Additional information received in patient's medical records indicate patient's left knee was revised due to pain and stiffness. Revision operative report revealed a medial release was performed, as well as debridement of lateral and medial gutter and suprapatellar pouch. Scar tissue around the patella was excised, and osteophytes and fibrous tissue were removed. The operative report further noted the femoral component, tibial tray and bearing were removed and replaced.